Event description:
No (B) (4) data was available and no egms. Smartcheck also failed. However, after the "red cross" was checked on the programmer, the egm was back. The device remains implanted.

Manufacturer narrative:
(B) (4). No (B) (4) data available. Method: (other) - since the device remains implanted, some the programmer files were reviewed. Result: the reported event could not be confirmed since some of the files were missing. The files that were provided revealed no anomaly in (B) (4) operations. (B) (4). Conclusion: reported events could not be confirmed since some files were missing. Analysis of the elements that were provided revealed no anomaly in (B) (4) operations: on implantation day ((B) (6) 2008); for the follow-up period from (B) (6) to (B) (6) 2009. No final conclusion could be drawn, but the user might have been confused by the fact that no episodes were recorded in (B) (4) on (B) (6) 2009.